Event description:
Procedure: lobectomypatient sex: unkreportedly, while using the device the user confirmed the tip of device was broken and missing. The broken piece has not been found however it is not known if the piece was lost in the surgical cavity. An additional device was used to complete the procedure.